Event description:
The complainant reported an over-delivery. The pump was found to be delivering twice the selected volume during routine preventative maintenance.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.